Event description:
Generator product analysis (pa) was completed. The alleged ¿detachment of component ¿ septum plug¿ was observed as-received in the pa lab. The pulse generator header septum cavity was found to meet specification requirements, and the returned septum also met the specification requirements, except for evidence of damage on the bottom of the septum. The bottom of the septum showed damage on the bottom side, having a cut appearance; however, the source and time of occurrence of the damage could not be verified within the context of the pa lab. The septum was detached from the generator header ¿as received,¿ and therefore no tools were used on the septum at the decontamination process, and any damage as a result of product analysis can be eliminated. There was no evidence that the septum was cored, and the setscrew ¿as received¿ was found to be extracted up. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Apart from the damage to the generator septum, there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during generator replacement surgery, the septum plug was found to have detached when attempting to implant the new generator. It was noted that the septum plug detached while the surgeon was attempting to secure the generator with the suture, not when tightening the setscrew or inserting the lead. The suspect generator was not implanted and the surgery was completed with a different generator. Device history record was reviewed for the suspect generator. No unresolved non-conformances were found prior to distribution. The suspect generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.